Manufacturer narrative:
Health effect, clinical code: code e2402 utilized; appropriate term migration is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event . Device return and evaluation is no necessary as the root cause is known and return will add no value to the investigation. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had generator repositioning surgery due to device migration. Following the repositioning surgery it was reported that the device was explanted a few days later due to infection. This infection report is housed in MFR ref # 1644487-2022-01208. Return of generator is not necessary as it will add no value to the investigation. No additional relevant information has been received to date.

Event description:
Per the physician's assessment the reason for the vns migration is due to possible manipulation of the device by the patient. The repositioning surgery was performed for patient comfort only. No additional relevant information has been received to date.